Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer loaded a new empty cartridge and successfully completed a bolus to address the issue.